Event description:
Additional information: it was later reported that on (B)(6) 2011, at a dose of 61.8 mcg, the patient's spasticity increased. On (B)(6) 2011, mild buttock pain resulted in a dose change. (B)(6) 2011, at 89.4 mcg; found that pump had rotated by 180 degrees. "Can be confirmed on plain films taken on (B)(6)". (B)(6) 2011, the patient was hospitalized. Rotor test and catheter angiography were performed on the patient to investigate the cause. Rotor test found no abnormalities. "About 3cc of cerebrospinal fluid-like liquid from the access port could be extracted, although it was difficult. Eight cc of contrast agent was injected but the intrathecal space was not imaged. However, around the pump, a slight contrast effect was observed. A CT scan was performed on the patient, but due to the similar findings, negative." The daily dose of baclofen was decreased from (B)(6). On (B)(6) 2011, at 37.1mcg/day, the patient experienced low back pain; "not an adverse event." Intrathecal injection was thought to be partly effective, so the daily dose was increased; (51.9mcg/day). On (B)(6) 2012, dose was 50 mcg; pump catheter was replaced as damage was suspected. Pump anchor position was moved to the original position; alleviated. As of (B)(6) 2012, the patient was recovering. Per the reporter, "around the time the pump rotation was found, there was increased spasticity which was suspected to have caused stagnated intrathecal drug injection, but together with a reduction in dose, low back pain occurred again as before itb therapy, so part of the intrathecal injection is believed to have reached the intrathecal space, and they were continuing with the treatment." Symptoms (spasticity, buttock pain) were alleviated after pump catheter replacement and pump position modification; that might have been the cause. Gabalon dosing range was 60-89.4 from (B)(6) 2011 to (B)(6) 2012; adjusted for spasm control and the above noted event.

Event description:
It was originally reported that the patient developed increased spasticity. An x-ray confirmed that the pump was rotated 180 degrees on (B)(6) 2011. The catheter tip location has not changed. No anomaly was found in the (B)(4) study. The (B)(4) study showed an obscure part in the spinal catheter, but no leak was observed. Bottom of the pump was not seen due to artifact. A CT scan conducted. It was later reported that the suspected catheter trouble and operated a laparotomy on (B)(6) 2012. Patency for both the spinal and pump catheter had no anomaly. Only the pump catheter was replaced and re-sutured to the pump. The drug being administered via the pump was gabalon at 50ug/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Only the straight pump connector + 61.8 cm of proximal segment of catheter was received for analysis. The catheter was received with a suture attached 60.6 cm from pump connector. The suture was likely attached at explant. The catheter was found to be patent. The catheter was thoroughly visually inspected and pressure tested. No leak or other significant anomaly could be seen with the returned segment.

Manufacturer narrative:
Catheter model 8711 lot# unk, (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the onset of the increased spasticity was noted as being "(B)(6) 2011". The spasticity had returned to the condition seen prior to intrathecal baclofen therapy. A pump operability test was also performed. The pump was re-anchored on (B)(6) 2012; and "taking a wait and see approach at a dose of 50mcg/day" was indicated. As of (B)(6) 2012, the patient had recovered in regards to the pump having had rotated 180 degrees, however the patient had not recovered in regards to their increased spasticity. It was further indicated as being unknown if the event was due to the catheter.